Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had revision hip using depuy reclaim revision inspection of stem. It was revealed that proximal end of stem was machined incorrectly and in a way that it prevented the proximal body from fitting. This was confirmed after comparing implant in question to another implant. Doe: (B)(6) 2017; right hip; surgical delay of 1 1/2 hours.

Manufacturer narrative:
(B)(4). Investigation summary examination the returned component finds no evidence of any manufacturing error. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot 741084 device history review no deviations or anomalies identified. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.